Event description:
An oxygen concentrator started to smoke and the plastic front cover began to melt. The user unplugged the concentrator and doused it with water to prevent the spread of a fire. There were no injuries or damage to the domicile. The smoke and heat was due to failure of the compressor motor capacitor.